Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the bladder stone first noted by a physician? What type of urination problems was the patient experiencing? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown sling procedure in 2000 and mesh was implanted. The patient experienced urination problems, cystitis and stone formation in the bladder. The patient underwent resection of the sling mesh in the bladder and stone removal through a cystoscope on an unknown date. Additional information has been requested.